Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding an unknown patient receiving unknown baclofen (400mcg/ml at 140mcg/day) and morphine (6mg/ml at 2mg/day) via an implanted infusion pump. The indication for use was unknown. It was reported that a motor stall occurred on an unknown date. The patient did not recently undergo magnetic resonance imaging (MRI), and it was noted that the stall was active, and had not recovered as of (B)(6) 2017. No patient symptoms were reported. The cause of the stall was unknown, and the actions/interventions taken to resolve the motor stall included interrogation on (B)(6) 2017. It was noted that they had been slowly weaning the patient off of medication, and the patient wanted the pump to be stopped. The pump off code was provided and on (B)(6) 2017, the pump was stopped. There was no plan to explant at the time of report. No further complications were reported or anticipated.